Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2024 with the implant of an alto abdominal stent graft system. Routine follow-up was conducted on (B)(6) 2025 that suspected a type iii endoleak of unknown origin. The endoleak was not discernable on the angiogram however, the radiologist reported one. The decision was made to implant two (2) ovation ix iliac limbs on (B)(6) 2025 which successfully resolved the event. The patient status was reported as stable post this secondary procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve a reported adverse event/incident-related medical imaging. However, the user facility did not respond to requests for this information. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records received by endologix found the indeterminate endoleak and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. Although it was reported that no discernible endoleak was observed on the angiogram, the clinical evaluation found reasonable evidence to suggest based on the operative report, that a type iii endoleak was treated with bilateral limbs. However, the event could not be definitively classified and is therefore considered an indeterminate endoleak. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. The final patient status was reported as stable and treated successfully. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.